Manufacturer narrative:
Concomitant medical products: product ID: 97714 lot# serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostim ulator, product ID :37761, , product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: rec harger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the recharger was frozen. The consumer reported that the recharger (insr) had a blank screen and was beeping. The consumer reported that the beeping was ¿hurting the patient¿s head because it was giving him headaches.¿ the steps to reset the recharger were reviewed. The consumer didn¿t have the recharger with her at the time of the call and would call back if she needed assistance. No further complications were reported. Additional information was reported from the patient's wife at a later date. They stated pain stim was not working. They called back, and reported that the issue began prior to the call documented previously, but at time of that call, only one insr was affected. They stated since that call, the patient has had to reset insr over 30 times, and now other insr was beeping. They stated the patient also lost power cord for one insr. They noted they got "horrible pain" if ins charge gets below 50%. No further complications were reported.